Event description:
It was reported that customer did not see drops of insulin at end of tubing during fill tubing step of load sequence. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed. There was no adverse impact to the customer's blood glucose level.